Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that they tried to put the lead in but was not possible as there was a lot of resistance. It was reported that they used a new lead. The cause of the issue remains unknown and it was reported that a surgical intervention occurred. There was a report that the patient got a new implantable neurostimulator (ins). It was reported that the issue was not resolved. Additional information received reported that the issue was due to the implantable neurostimulator (ins). The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4) found no anomalies. Fdc 67 pertains to the implantable neurostimulator (s/n: (B)(4). Fdm 10 and fdr 213 pertain to the implantable neurostimulator (s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.